Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, delamination. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. Delamination of the diaphragm valve. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening; delamination of the diaphragm valve assessed as adhesive failure.